Manufacturer narrative:
Results pending completion of the investigation. H3 other text : although requested, device return not expected.

Event description:
The customer reported the patient received a negative fty result while using the surestep fentanyl (fty 20) test strip experimentally on a post mortem case. It was reported that a blood test was also performed which also yielded a negative result. Details surrounding how or why the patient presented and the timeline were not provided. It was then reported that the coroner provided a urine sample from the patient which resulted in a positive test result and at some point the customer had received a dosage of fty as a tranquilizer. No harm or injury reported. No further information provided.

Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review and retain device testing could not be performed as a lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the packet insert: the one step drug screen test strip (urine) provides only a qualitative, preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A negative result may not necessarily indicate drug-free urine. Negative results can be obtained when drug is present but below the cut-off level of the test. Additional information: h6 - adverse event problem: updated as investigation was completed. H10 - additional mfg narrative: updated as investigation was completed. H3 other text : although requested, device return not expected.

Event description:
The customer reported the patient received a negative fty result while using the surestep fentanyl (fty 20) test strip experimentally on a post mortem case. It was reported that a blood test was also performed which yielded also yielded a negative result. Details surrounding how or why the patient presented and the timeline were not provided. It was then reported that the coroner provided a urine sample from the patient which resulted in a positive test result and at some point the customer had received a dosage of fty as a tranquilizer. No harm or injury reported. No further information provided.